Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine transfer straw the cannula inside the transfer straw was loose in 12 devices and separated in 20 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, h.3 device eval by manufacturer? Yes, d9: returned to manufacturer on: 14-aug-2025. Investigation summary: bd received 100 samples and 4 photos for investigation. The samples and photos both indicate that the components of the transfer device have become separated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: loose and separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® urine transfer straw the cannula inside the transfer straw was loose in 12 devices and separated in 20 devices. No adverse impact was reported regarding the patient or user.